Manufacturer narrative:
. Medical device expiration date: unknown bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the sleeve of the blood transfer device (btd) was seen to be pulled off by the terumo tube, thus causing the leakage. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve defects as all samples met specifications. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through the stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts black over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the rubber sleeve fell off, which almost led to blood exposure (blood exposure did not occur). The customer was using the non-bd's (terumo's) tube with a film stopper."